Event description:
It was reported that the patient presented at the clinic for a follow up visit. The patient's right atrial (ra) lead was found to exhibit noise oversensing and automatic mode switch episodes. The ra lead was capped on (B)(6) 2025 and successfully replaced. The patient remained stable.